Event description:
At about 12 years from primary, the patient came in reporting pain and the cause was unknown. Upon revising, the surgeon observed an eccentrically worn dm construct. The surgeon revised the head and liner. The surgery was complete successfully.

Manufacturer narrative:
Clinical evaluation: a revision surgery was performed 12 years after the primary total hip arthroplasty due to pain. However, the available imaging does not clearly reveal a specific cause, as no obvious defects are visible. It is reported that an eccentrically worn dual dm liner was observed during the revision, but we lack visual evidence to confirm this finding. Therefore, no definitive conclusions can be drawn regarding the root cause of the failure. Preliminary investigation: from the images, it is notable that the polyethylene dual mobility liner was explanted; the external surface appeared yellowed, but as no particular signs are visible, it was not possible to determine the root cause of the event. Batch review performed on 22 apr 2025. Lot 124627: (B)(4) items manufactured and released on 16-01-2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional device involved and revised: batch review performed on 22 apr 2025. Ball heads: mectacer 01.29.201 mectacer head biolox delta dia.28 12/14-s (k112115) lot. 124959: (B)(4) items manufactured and released on 14-01-2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.